Manufacturer narrative:
Continuation of d10: product ID 97755 (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was today the pts stimulation turned off in the middle of the night and when they went to charge their implant they got poor recharge quality over and over again. During call patient verified no damage to the recharger or to the controller charging port. Patient reset their controller and attempted to recharge their implant, patient got no device found; after repositioning the pt was getting poor recharge quality. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and mentioned previously documented information. Patient mentioned they had their recharger replacement and was still having difficulty connecting their device to their implant. Patient mentioned the device tells them device can't be found and sometimes shows it has a full charge but doesn't obviously it's off. Agent asked clarifying question; patient confirmed they don't have their external equipment with them but only had their patient ID card at the time of call. Agent informed patient to call back with external equipment to further troubleshoot. Patient called back with their equipment and repeated information previously reported in this case. Patient stated that when the con troller is all on it's own, they will unlock it and see the message that the implant battery is low and needs to be recharged. Patient will press ok and see the home screen which displays the implant battery as 100%. Patient stated once they connect the recharger and begin recharging the implant, then the controller will display that the implant battery is low. Patient stated they think there is something wrong with the controller. Patient added that they're also still having difficulties connecting to the implant to start charging despite the replacement recharger. During the call, patient was able to unlock the controller and saw the controller battery was 70% and the implant was at 60%. An email was sent to repair to replace the controller. Additional information was received from a patient (pt). It was reported that they were getting rm03 when they attempted to recharge the implanted device. Pt was using their replacement equipment. A replacement recharger (rtm) was sent out.